Event description:
In ep lab during procedure, the tip of the preface sheath (size #8f) became dislodged and slipped down around the biosense webster lasso catheter while in the pt's heart. Treating physician removed the sheath and catheter together as a unit under fluoroscopy. No known negative pt outcome. This was reported to the MFR on 12/8/06.